Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient's lead exhibited high impedances on all contacts. X-rays indicated the lead had a visible fracture. Subsequently, surgical intervention was undertaken to explant the patient's system as the patient experienced ineffective pain relief.